Event description:
Hcp reported wound dehiscence with infection (staph aureus). Device was explanted and returned to MFR for analysis. The pt received IV antibiotics and underwent implantation of another device.